Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - qrb.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the lead was revised for an unknown reason. No further information has been obtained at this time.